Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that the tampered seal label was missing. And minor scratches on lcd lens screen. A review if the event history log did not find any evidence of the reported event. A function test of the device was able to replicate the reported event, as there was a high alarm displayed: air-in-line detected during testing. This was caused by a defective air detector, which was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the air detector is damaged. No patient injury was reported.